Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and the displacement test. The pump was monitored and no blank display anomalies were noted. However, the pump alarmed an unexpected restart alarm after the battery installation. The pump was received with a cracked case at the display window corners, reservoir tube lip, and battery tube threads. The pump was also received with a minor scratched lcd window.

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer's blood glucose was 336 mg/dl. Customer stated that the display has been going blank when he touches the pump, so it re-initializes and he has to set the time and date. Customer stated that the pump is fine until he touches it again. Customer is calling back after receiving a new battery cap. Customer stated that one time the display went blank and his blood glucose was low. Someone found him and called the paramedics to treat him. Customer stated that the 911 call was on (B)(6) 2015. Customer was passed out but was not hospitalized. Customer was treated for hypoglycemia at home for about 3 hours. Customer was wearing the pump at the time of the 911 call.

Manufacturer narrative:
Additional information has been received, which was not included with the initial med watch report. The information has been provided with this report. The insulin pump passed the volume accuracy test. However, an unexpected restart occurred after battery installation due to broken solder joint on interface board.